Event description:
Reportedly after fixing the subject lead to the ventricle it was noticed that blood had infiltrated inside the lead lumen. Another lead was implanted.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by (B)(4) that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly after fixing the subject lead to the ventricle it was it was noticed that blood had infiltrated inside the lead lumen. Another lead was implanted.

Event description:
Reportedly, after fixing the subject lead to the ventricle, it was noticed that blood had infiltrated inside the lead lumen. Another lead was implanted.